Event description:
During a procedure vitrectomy with endolaser we had 4 laser probes that developed a crack in the insulating cover material. With the light illumination showing through a 1/2 gap. Lasering was immediately stopped when noted. All laser probes were from the same lot (14020016x-2014-05). MFR is alcon. No injury to pt noted.